Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported blood leak remains unknown. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.

Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a blood leak was noted at the hemostasis valve after removal of the dilator. The device was not replaced, more blood was noted than if the valve functioned properly. There were no consequences to the patient.